Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump over delivered insulin which caused her to be hospitalized. Customer blood glucose lowered to 1.9 mmol/l. She changed the infusion set and the insulin came out without even filling the tubing. She states the device will prompt her to fill tubing and insulin started coming out of the needle. Troubleshooting was performed and blood glucose at the time of issue was 7.2 mmol/l. Customer stated insulin wa s squirting out during fill tubing, customer stated the motor continued to move forward even after making contact with the reservoir. Customer also noted a hair line crack and declined further troubleshooting. The device is not returning the device for analysis.